Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that the valved breakaway introducer failed to break while inside the vein. The physician opened a new set to finish the implantation. The patient experienced bleeding; however, medical intervention or medication was not needed to control te bleeding. A new of the same device was used to complete the procedure.